Manufacturer narrative:
The field service engineer (fse) replaced the battery to address the reported issue.

Manufacturer narrative:
Upon further investigation, it was discovered that the battery was found to be greater than 5 years old and discovered by the medical engineer (me) prior to patient use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04feb2021.

Event description:
The customer reported battery failure alarm. The customer contacted product support and requested for service repair. Product support sent service quote to customer. Per biomed the battery is 10 years old. The customer reported that the unit was not in use on a patient.